Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge the ipg and had tried to cycle charge without success. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per physicians preference.